Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Both the rv and lv leads showed the thresholds and sensing values had changed. An x-ray confirmed both leads had moved from the implanted position. The rv lead was explanted and replaced. The lv lead remains actively implanted. Should additional information become available, this event will be updated.